Event description:
The clinican was titrating a pt on nipride while using pump in dose programming mode. The clinician went to change the rate and changed the does instead, causing the pump to infuse at a much different infusion rate than intended and delivered more medication to the pt. The clinician described that she felt the reason for this error was a difference in the way the single channel and the triple channel colleague pumps are programmed. She described that with the triple channel pump, because it is necessary to press the channel select key, the default field displayed is the dose field. The clinican did not realize the programming error, even though the new associated infusion rate would have been displayed. When the pt's blood pressure dropped significantly the error was noticed. The infusion was stopped and the pt's blood pressure returned to pre-incident status. No additional pt intervention was required.